Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor power on the small battery drive device was too low. It was further determined that the device failed pre-test for off/osc/on switch mode function, oscillation angle, triggers and ecu function, switching function, compatability between colibri sbd and colibri iiisbd ii, function with epd console, power at the motor with test bench. Bearings on the attachment device were damaged, missing and had fallen apart. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.